Manufacturer narrative:
On june 22, 2023, mentor received additional information. Mentor became aware that the patient experienced baker grade IV capsular contracture of the left breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent a breast augmentation revision surgery with 475cc mentor memorygel breast implants. Post-operatively, the patient experienced asymmetry of the right breast, which was confirmed via mammogram and ultrasound. As a result, the patient underwent bilateral removal on (B)(6) 2023. During the explant procedure, the patient¿s left prosthesis was found to be ruptured. There were no reported patient consequences or procedural delays due to the rupture that was discovered during the revision surgery. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-03399 for the contralateral event.

Manufacturer narrative:
Mentor received a photo of the device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).